Event description:
While the surgeon was cutting through scar tissue, the tip of the cold knife broke off into the pt. (Urethral meatus had stenosis due to scar tissue.) The following is from the operative report: a 22 french cystoscope was used for visualization. The cytoscope was introduced with a five french whistle tip catheter which was advanced thru the stricture to guide the scope. While the surgeon was cutting thru "very tough" scar tissue, the cold knife tip broke. The cystoscope and knife were withdrawn. A new knife was opened and reintroduced using a five french whistle tip catheter as a guide. The broken cold knife blade tip was found in the prostatic urethra where the doctor pushed it into the bladder and removed it by using grasping forceps. There was no damage to the urethra from the broken blade.